Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded and tip opened. Distal tip split. Liner torn 1cm in length form distal tip. Imagery was provided from the site and revealed the following: calcification present at left access vessel a review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event.a review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''the balloon of the commander delivery system ruptured upon valve deployment when it was fully inflated. The final position of the valve was 90/10 with full expansion and trivial pvl. Then, the commander delivery system was unable to be retrieved through esheath due to umbrella effect of the balloon.'' The balloon of the delivery system burst during valve deployment and was unable to be retrieved through the esheath due to an umbrella shape of the balloon. Due to the experienced withdrawal difficulty, the burst balloon may have interacted with the sheath tip and liner during retrieval. If excessive manipulation was applied to overcome the withdrawal difficulty, the sheath distal tip may split and the liner may tear as observed on the returned device. As such, available information suggests that procedural factors (altered balloon profile, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-05285 reference no. (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, there was no issue during valve alignment. However, the balloon of the commander delivery system ruptured upon valve deployment when it was fully inflated. The final position of the valve was 90/10 with full expansion and trivial pvl. During withdrawal, the delivery system was unable to be retrieved through the esheath due to umbrella effect of the balloon therefore, a surgical cut-down was performed. The patient was alive and in stable condition at the end of the procedure. As per medical opinion, the root cause of the balloon burst was unclear. As per pre-decontamination evaluation of the returned devices, the esheath distal tip split and liner torn were observed.